Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient is in upper retainer. And did not confirm, which lower aligner she is in. The back support team routed to customer support team, due to the patient being on upper retainer and noticed a large air gap on the molar area (not too sure if upper right or upper left area). The patient also noticed, swelling in this area. Went to doctor of dental surgery (dds) and the dds stated, that is the problem and how it causes food to get stuck there. The dds had to flush with antibiotics. And the dds stated, we will need more treatment to fix the molar issue. The upper retainer fits well, but a minor isolated air gap on #10, lower aligner could benefit from backtracking.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.